Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. Interrogation of the device confirmed it was operating in safety core and that both brady and tachy therapy remained available. Review of device memory identified an error. The error resulted in software resets performed in an attempt to correct an identified memory inconsistency. The corrupted memory was corrected in the laboratory and the device reverted to normal operation. The cause of the memory inconsistency was not able to be determined through laboratory testing but was likely the result of exposure to radiation, either therapeutic or environmental. The connected issue reported in the field was not confirmed.

Event description:
It was reported that this patient presented as they thought they received a shock. A device review was performed, and this implantable cardioverter defibrillator (ICD) was found to be in safety core mode. Boston scientific technical services (ts) recommended immediate replacement. During the revision, a connection issue with the right ventricular (rv) lead was found. The ICD was then explanted and replaced successfully. No additional adverse patient effects were reported.